Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2026 it was reported that the ¿dexcom cut out, causing seizures¿. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No other details were documented. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.